Event description:
Husband spoke for his wife, wife's product + experience. Wife got braces a month ago, and bought this at cvs. This morning went to pull it out. Wanted one she could use in the shower. Went to unplug from the charger burned her fingers. She noticed the plug was burned at the end. She uses 3-4x a day. Finger was iced, did not see a doctor.